Event description:
It was reported by the hcp that the capsule was placed, the procedure was normal. When the box was received and uploaded, the hcp realized the capsule never attached to the esophagus, it went straight to the stomach. The hcp reported that "something felt funny when deploying the pin during delivery". No injury to the pt was reported.